Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a vena cava filter treatment procedure, deployment difficulty occurred. Access was gained via the right femoral vein. The target was the inferior vena cava. A 12f femoral titanium greenfield vena cava filter was selected and prepped without difficulty. Using intermittent flushing, the device deployed inside the patient when it was noted that 2 of the legs were stuck together. A diagnostic catheter and wire were advanced and used to separate the legs resulting in good apposition. There was no harm to the patient, therapeutic results were achieved and the patient is adequately protected. The patient condition post procedure was reported to be fine.